Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter it was reported by the customer that tubes 363083 are overfilling. Tubes are overfilling.

Manufacturer narrative:
H.6 investigation summary. Catalog 363083. Lot number 2347018. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.